Event description:
The company was notified that the pt wanted to have her internal device explanted due to chronic headaches. Surgery to explant the pt's device will be scheduled. Advanced bionics is in the process of gathering additional info.